Event description:
It was reported that the patient's right atrial (ra) lead exhibited high impedance measurements. The ra lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.

Manufacturer narrative:
Correction. Section b1 and b2, checked the missing fields in which are "adverse event" and "required intervention to prevent permanent impairment/damage (devices)". Correction. Section d10, added assurity and tendril as it was missing in the initial report 2017865-2026-07340. Correction. Section h1, checked "serious injury".